Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a patient death occurred. The target lesion was located in the left anterior descending artery and circumflex artery. The vessel diameter was 2.5mm and the length of the lesion was 16mm. The vessels were described as severely tortuous and moderately calcified and the lesion was 80% stenosed. An unspecified 2.5mm balloon was used to predilate. After predilation, the pt experienced repeated ventricular tachycardia, which was treated with medication and electric cardioversion. While trying to position the taxus express2 2.5x20mm drug eluting stent, the pt experienced hemodynamic decompensation followed by cardiopulmonary arrest,which did not respond to resuscitative measures. Subsequently, the pt died. In the opinion of the physician, the pt death is not related to the taxus express2 device.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.